Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station got stuck on black screen. A field service engineer (fse) had the customer log in to confirm failures, removed the back cover, and identified a faulty module controller board, which was replaced. While checking drawer controller boards by connecting one retractor band at a time, a defective board was found and replaced. Upon power-up, the latch solenoid clicked, and the module controller board failed again, prompting another replacement. During configuration, an error indicated mismatched drawer controllers, and one half-height drawer was already configured. Due to limited parts, the fse informed the customer that two new drawer controller boards and another module controller board were needed to complete the service the following day. Pocket a1 in drawer 2.1 was also not opening properly and was removed. After replacing components, diagnostics confirmed all systems were functioning correctly. Fse performed proactive inspection process. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station stuck on black screen. The customer stated that this malfunction occurred while dispensing the medication, and the user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.